Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, consistent with a key or button not working and associated with the device¿s switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem, aligning with a device key/button unresponsive issue traced to the switch component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.